Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.

Event description:
The customer reported an internal system error appears and it freezes, lock up. There is no report of patient injury or death.